Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made during the device check. The device remains implanted.

Manufacturer narrative:
(B)(4).